Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged temperature alarm was verified; however, the malfunction alarm allegation could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred, followed by a malfunction alarm. The customer reported that there blood glucose level was "low" on cgm. The customer treated low bg by consuming glucose tablets. The customer reverted to multiple dose injections for insulin therapy. A replacement pump was sent.